Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator triggered several non-sustained ventricular oversensing episodes. Upon review of episodes it was noted that noise was potentially due to myopotentials. Noise was not reproduced with isometric testing. Upon interrogation, rhythmic recordings of myopotentials were noted when the patient took deep breaths. The suggested programming changes were made. The patient was in stable condition.